Manufacturer narrative:
(B)(4). The device was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that the when the blade was engaged, the light would not work. The alleged issue was detected prior to a patient use.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for investigation and the results confirm the complaint: the light was flickering on the device. Currently design enhancements are being finalized for the following electrical and mechanical contact points.

Event description:
The customer alleges that the when the blade was engaged, the light would not work. The alleged issue was detected prior to a patient use.